Event description:
It was reported that the patient presented to the hospital for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold measurements. The physician attempted to reposition the rv lead, but the helix had failed to extend. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.